Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with myocardial infarction (mi). Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending (lad) artery. Following pre-dilation, a 3.00x12mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the shaft was broken. The device was removed and the procedure was completed with a 3.0x12mm stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and slight damage was noted at the distal edge of the tip. This type of damages is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the shaft broke 60cm from the hub. The device was manually extracted and was completely removed from the patient.